Event description:
It was reported that during a da vinci low anterior resection procedure, the endowrist one vessel sealer instrument would not seal. There were no fallen pieces reported. On (B)(6) 2015, the site's robotics coordinator provided the following information regarding the reported event: the vessel sealer instrument sounded like it was sealing properly. During an attempt to cut with the vessel sealer instrument, the surgeon reportedly encountered an unspecified recoverable fault. After recovering from the fault, the surgeon opened the jaws of the instrument and realized that the tissue was not sealed. According to the robotics coordinator, the vessel was not highly calcified and did not exceed 7mm in diameter. The surgeon claimed that he held the grips of the master tool manipulators (mtm) closed throughout the entire sealing cycle and that he heard two audible sealing beeps. The surgeon did not know exactly how long the sealing cycle lasted but he mentioned that it was not as long as normal. The robotics coordinator indicated that there were no system errors generated in relation to incomplete sealing. The total blood loss was 500 cc. The surgeon's assistant was able to control the bleeding with his hand via a hand-assist port. The da vinci system was then undocked from the patient. The robotics coordinator indicated that the patient did not require any blood transfusions.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint that the instrument would not seal was not replicated/confirmed with the evaluation of the device. The instrument was installed on an in-house system for functional testing. The instrument passed engagement and recognition testing. In addition, the instrument passed a cut test, seal test, and energy test. A grip force test on the instrument's grips was performed. All readings were above the minimum requirement of (B)(4). The instrument passed an electrical continuity test. Prior to testing, a visual inspection of the instrument revealed a dislodged blade. Upon installation on the in-house system, the instrument passed a self-check. Intuitive surgical, inc. (Isi) has reviewed the site's system logs with a procedure date of (B)(6) 2015. Approximately 9 minutes after the procedure started, the surgical staff encountered a system error code 32001. A system error code 32001 signifies that the cutting blade of the vessel sealer instrument cannot be retracted and may be exposed. After the surgical staff immediately recovered from the fault, a system error code 32004 occurred. A system error code 32004 signifies that the vessel seal instrument failed during homing. This could be caused by a dirty or broken vessel sealer instrument. The system will prevent use of the instrument. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon indicated that the vessel sealer instrument did not seal properly and the patient experienced a blood loss of 500 cc while undergoing a da vinci surgical procedure.